Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient did not recall when the alleged power issue began. The cca noted that the patient manages her diabetes with insulin (self adjuster); however, it is unknown if she made any changes to her usual diabetes management routine as a result of the alleged issue. On an unspecified date/time, after the issue started, the patient reported that she developed symptoms of sweating and "almost passed out." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation. The issue remained unresolved at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
A 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.